Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 12/12/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed in advanced position. The cartridge was correctly engaged into the device. No assembly error and/or defect related to the manufacturing process were observed. Visual inspection at 10x microscope magnification showed lack of lubricant material in the device. The intraocular lens (iol) was not returned. Therefore, the customer's reported complaint could not be verified. The condition in which the sample was received indicated that the unit was handled and prepared for the surgical process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the insertion into the eye of an intraocular lens (iol), the surgeon noticed that one of the haptics was cut off and it was floating in the eye. Reportedly, the preparation and the injection of the lens all went normally. The surgeon removed the haptic and the optic and implanted a new lens. No damage was done to the eye and no significant time added to the surgery. Additional information was received and it was learnt that the haptic sheared off in the injector. The surgeon used a 2.75mm keratome and had to enlarge the incision to remove the lens. There was no posterior capsule tear and no vitrectomy was performed. No further information was provided.